Event description:
It was reported that the implantable cardiac monitor exhibited an error message. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the implantable cardiac monitor battery was anomalous which could have contributed to the reported field anomaly.